Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon examination of the pulse generator system, it was discovered that the atrial lead exhibited noise. An increased level of atrial lead noise was observed on the electrogram when the patient was asked to perform exercises. The patient was scheduled for continued follow up and was discharged from the clinic. No patient symptoms were reported.